Event description:
The customer stated that he was treated by paramedics for a blood glucose reading of 43 mg/dl. The customer stated that he might have over bolused to treat a high blood glucose reading. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. At the time of the report, insulin was squirting out during the manual prime. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has be returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.